Event description:
Correcting explantation of a strip error message in order versions. Has the potential for misinterpretation because it does not explain that the error could mean an extremely low blood glucose value.